Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. The pump was received with a cracked case at the display window corners and minor scratches on the lcd window.

Event description:
Customer reported via phone call to have experienced keypad anomaly. It was reported that all buttons were not responding. Customer's blood glucose was 173 mg/dl. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.